Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire was unable to established root cause since no failure detected. Vyaire technical support representative reach out to customer for gas path test requested update but no response received.

Event description:
The customer reported bellavista 1000 having alarm 389 - no o2 dosing possible prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical technical support representative received the unit file for further analysis. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.